Manufacturer narrative:
H3 analysis of the returned recharger revealed that the device is unresponsive. Device is confirmed to have main micro-controller co rrupted thus causing the batteries to cycle/scroll. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a wr (wireless recharger) for use with an implanted n eurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported they were taking a recharger out of shipping mode and the power light blinked but it did not make a tone. The caller indicated that the three battery lights are blinking repeatedly when the recharger is in the dock. When out of the dock the lights do not turn on. When the rep pressed and held the power button the lights do not turn on. Tss had the caller try to reset the recharger by pressing and holding the power button for 45 seconds. The caller indicated that the recharger did not respond. Rep sent replacement from repair; no patient involved.